Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing the lens was damaged and the downstream occlusion sensor was bubbled. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. Functional testing involved a sensor test and showed the device duplicated the reported issue. The investigation determined that the downstream occlusion sensor not responding due to contamination was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the event date was(B)(6)2019 and that there was no patient involvement. Updated: device evaluated by MFR.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm that the cassette is not attached .there was no reported injury to the patient.